Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 3-5 posterior screw capture was not locking to the chamfer cutting block. The procedure was not affected by the issue.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary :examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.